Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: the tube was dirty or fm in the tub.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Evaluation/testing of the customer samples was performed and foreign matter was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that one bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: the tube was dirty or fm in the tub.